Event description:
The wire electrode snapped when the outer casing was removed. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that there where two electrodes with different failures. The first failure is typical when the thermo element is defective. The second electrode failure would not be associated with the device but rather would be related to user technique.